Event description:
During a bronchoscopy the scope would not advance in the ett; the scope became lodged and eventually snapped with the tip remaining in the ett. After it was replaced with another ett tube. The first double lumen ett was removed and inspected and the tip was intact. A follow up chest xray was completed as well. No harm reached the patient.